Manufacturer narrative:
All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. An evaluation of the kangaroo epump was performed, the unit was triaged and the reported issue could not be confirmed at this time. As preventative maintenance, the gearbox which was found to be noisy was replaced. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the flow rate exceeds the specified value, therefore, it is unable to be used. The detailed values are unknown. There was no patient harm.